Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was sitting on a chair and was holding a plate when he suddenly passed out. The patient´s spouse was slapping the patient to make sure he did not go completely unconscious. The spouse called the paramedics at around 5:00 pm and the paramedics arrived at around 5:45 pm. The paramedics treated the patient with IV fluids. The paramedics took a bg reading which was 50 mg/dl and the cgm reading was 200 mg/dl. The patient ate macaroni and peanut butter and drank sweet tea. The paramedics stayed at the patient´s home for about an hour. He was not taken to the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.